Manufacturer narrative:
Vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info about this event came from review of procedural info during data collection for the penumbra (B)(4). The procedural info did not give specific device info and only specified the penumbra system as the "study device" possibly related to the event.

Event description:
The pt was undergoing revascularization therapy with the penumbra system when a vasospasm was noted in the m1 mca in the treatment region. The vasospasm was considered possibly related to both the penumbra system and the angiographic procedure. It resolved following the procedure w/o any action taken. The investigator felt this event was not serious.